Event description:
It was reported that the atrial lead had low impedance and a possible insulation failure. The suture was not on the suture sleeve and was tied around the insulation. The lead was partially explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.